Manufacturer narrative:
This device is expected to be returned for testing. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient was feeling bad, run down with no energy. Interrogation revealed the device was in safety mode. The patient had undergone a brain scan, thought to be a computed tomography (CT) scan. Additionally, it was reported that there was an issue after the system was first implanted and a revision procedure was required nine days post implant due to one of the leads not being properly interfaced to the device. No further details were provided regarding that issue. A boston scientific technical services consultant recommended replacing the device now due to safety mode. The device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection noted no device anomalies and all seal plugs are in-tact. An examination of the device memory verified the device had reverted to safety mode as a result of a memory fault. A series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The root cause of the memory inconsistency was not able to be determined through laboratory testing. Additionally, laboratory evaluation did not confirm the reported clinical observation of the connection issue.